Manufacturer narrative:
(B)(4). Concomitant medical products: cat #: 113630, lot# 792980, comprehensive shoulder humeral stem; 115370, 511360, 44 mm comprehensive reverse humeral tray co; ep-115397, 369040, comprehensive reverse shoulder 44-41 std +3 humeral bearing; 115323, 378670, comprehensive reverse shoulder glenosphere +3 41 mm; 010000589, 004630, mini baseplate (25 mm) with taper adapter; 115381, 989920, comprehensive 8.5 mm central screw master; 180550, 211560, comprehensive locking screw master; 180550, 858970, comprehensive locking screw master; 180559, 132900, comprehensive non-locking screw master; 180559, 488640, comprehensive non-locking screw master. Foreign: (B)(6). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that a patient underwent a reverse total shoulder arthroplasty. Subsequently, the patient was revised due to central screw fracture. No further information is currently available.

Event description:
No further information available at the time of this reporting.

Manufacturer narrative:
Examination of provided patient radiographs confirm the report. Review of device history records identified no related manufacturing deviations or anomalies that would have contributed to the reported event. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.